Event description:
During a procedure, surgeon was using the plate bender on the vectra and he heard a crack. Surgeon thought the integrity of the plate was in question due to the crack sound and did not want to use it in the procedure. The second plate was used in the pt all the screws were in place. The surgeon did not feel the plate was in an optimal position and decided to remove the plate and reposition it. Upon removal of the plate, the silver blocking clip broke off. The parts were retrieved from the pt. This caused a ten minute delay, there was no adverse effect noted to the pt. The plate in this complaint was implanted and then removed. This is 2 of 2 reports.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A manufacturing evaluation was conducted. The plate received was bent as per complaint description by the user; there are no visible damages. The microscopic investigation shows that the plate is undamaged; there are no cracks. All clips are perfectly in place and are undamaged. The device history record review shows that the plate met fully to the specifications at the time of manufacturing and distributing.

Manufacturer narrative:
Device used for treatment. Product received. The product has been received and the investigation is ongoing.

Manufacturer narrative:
The product development event evaluation is reported as the following: there is no evidence to suggest the design of the device played a role in the complaint mentioned.